Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test. No unexpected iop test failure at 10:01 am alarm anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and iop test failure. The customer¿s blood glucose level was 450 mg/dl. Customer stated pump recently turned off by itself even with full battery and did not get any alert. The customer was assisted with troubleshooting for iop test failure and self test was performed and was passed. The customer stated alarm did not occur during the rewind/prime sequence. The insulin pump will be returned for analysis.